Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The primary analysis finding noted no anomalies were found. The proximal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. The distal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. The distal low voltage electrode of the lead was covered in blood. Visual summary analysis of the lead indicated apparent explant damage. Visual summary analysis of the lead indicated stretching. Electrical resistance and cross continuity and helix length test results were within specifications. No anomalies found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that immediately after the pocket was closed, the right atrial (ra) lead measured intermittent high threshold, intermittent low impedance, and intermittent low sensing. The pocket was reopened. The lead was removed and a new lead was implanted.no patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.